Manufacturer narrative:
Additional information reported in b.5. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and stated that unsterilized lens and manipulation issue with no impact to the patient.

Manufacturer narrative:
Device has not been evaluated yet. Device has not made it to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the lens found defective with no patient adverse event. Additional information was requested.